Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and thrombosis are listed in the instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified right coronary artery. The target lesion was rotablated and a 3.5x23 mm xience alpine stent was implanted without issues. Thirty minutes after the procedure, the patient experienced chest pain. Angiogram confirmed thrombosis in the alpine stent. Thrombus aspiration and additional dilatation was performed for treatment. The patient is doing well. No additional information was provided.